Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer PICC line was coiled in patient. Tip confirmation done by using sherlock. PICC was removed and another PICC inserted. No serious patient impact reported. No other information was provided.